Manufacturer narrative:
Unit received with blank display due to battery tube connector not plugged in properly. Unable to perform self test, restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window cracked case at display window corner, cracked display window and corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump display screen is blank and will not come back on. The customer's blood glucose reading was 263 mg/dl at the time of incident. Troubleshooting found that the customer recently received a replacement battery cap however, the problems with the pump persist. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.